Event description:
On (B)(6) 2010, husband reported insulin spilled in cartridge compartment of infusion device due to "a small leak" in the insulin cartridge. This occurred sometime during the previous year. There were no leaks in the system at time of call, and concern was resolved after infusion device was allowed to dry out. Further details regarding this complaint were unavailable due to amount of time that has passed. Insulin cartridge was discarded and will not be returned for evaluation. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.